Event description:
It was reported that one day after implant the lead was found to be dislodged due to the patient's severe tricuspid regurgitation. The lead was attempted to be re-implanted but could not fix to the patient's anatomy. The lead and system were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.